Event description:
The customer reported a systen communication error before a second case. The customer stated system is operating as intended at this time. No injury reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.